Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n250632, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient called the manufacturing representative and stated that her stimulator was working. It was noted that the eos was no longer appearing on her programmer. It was further noted that the appointment with the doctor was no longer needed. Additional information recieved reported that no further intervention was required.

Event description:
It was reported that there was premature battery depletion. Battery replacement was planned with consult scheduled for (B)(6). The manufacturer's representative saw the patient yesterday (B)(4) 2013) at the doctor's office for a routine reprogramming. The representative then received a call today ((B)(4) 2013) stating that the programmer was showing eos (end of service). There was only 1 "strike" noted on battery. The patient had extreme concern about her pain until replacement. Patient symptoms were noted as less than 50% therapy relief, back and legs. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient told them their battery was showing end of service (eos) on their recharger, but that it was still working and she was able to recharge effectively. The rep. Met with the patient and read her battery with the recharger and clinician programmer and did not receive an eos message with either one. The patient was to monitor the device and call the rep. If the message appeared again. The physician was notified and agreed with the plan.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.